Event description:
It was noted that the patient was in the hospital again with a continuation of the gastric issues. The patient was ultimately diagnosed with gastroparesis. Per the physician, the gastroparesis is unrelated to the vns device. No additional relevant information has been received to date.

Event description:
It was reported that the patient was hospitalized for "stomach issues." The relationship to the vns is currently unknown. No additional relevant information has been received to date.

Event description:
The patient was evaluated by a gastroenterologist and no other issues were found that could be causing the patient's gi issues. No additional relevant information has been received to date.